Manufacturer narrative:
B3 event date / d10 therapy date: march 2026. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp standard bore catheter extension set leaked at the connection site. An emergency department registered nurse started an IV on the patient and a "j loop" (extension set) was connected correctly and tightened; however, blood leaked from the connection onto the patient and bed. When the nurse attempted to flush the IV, fluid continued to drip from the connection site. There was no report of patient injury or medical intervention associated with this event. No additional information is available.